Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. An x-ray revealed that there was no fluid in the reservoir. A surgical procedure was performed, during which, both cylinders were found ruptured, with the dacron mesh exposed and scarred into the corporal body. The outer layer had peeled back, leaving the mesh interwoven with tissue. The ipp was removed and replaced. No additional patient complications were reported.